Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on may 2, a novasurew procedure was performed and the cervical seal got detached from the device while withdrawing the device from the patient. The surgeon immediately noticed it and removed the detached seal from the patient. The patient is doing well and the procedure was successful.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted, and it was found that the handle cables were cut off before arriving at hologic for investigation. In addition, the cervical collar and its plastic tip were properly assembled with no evidence of physical damage functional testing was not conducted since the issue with the handle cables did not allow the disposable to be functionally reviewed. The complaint can be replicated since the plastic tip of the cervical seal can be removed easily from the disposable. This observation will be monitored and trended.